Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-apr-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer needed to be replaced. A technical support specialist confirmed that the issue was resolved by a field service engineer (fse). Fse detected that the problem was with the bearing in the slides, bearings were lost and replaced the spare drawer and ordered the new to resolve the issue. The system functioned as intended after the field service engineer resolved the issue. E1: (B)(6).

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer needed to be replaced due to the slides being completely worn out, so the drawer could not be opened or closed properly. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported due to this event.